Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of one broken button, repeated key. This occurred during device power up at the medical surgical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem of one broken button, repeated key was reproduced. A review of the event history log (ehl) revealed system error 119 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.